Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received a report of a pascal procedure in tricuspid position where there was worsening tr. 30 day tte done on pod 44 shows tr as moderate, and 6 month tte done on pod 177 severe tr likely due to a leaflet perforation suspected around the 30 day timepoint.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional information was received that on pod 217 the patient underwent reintervention to explant the pascal device and implant a 44mm evoque. The pascal was in a central anterior/septal location. It was not stable and the physician thought it could easily come off the anterior leaflet. Day of procedure, the physician decided to lacerate the pascal device off the anterior leaflet, before the patient was treated with evoque. While attempting to remove the pascal device, the patient developed a pericardial effusion 2/2 ivc/ra tear. It is believed that the ra injury happened when the catheters were being pulled back after the laceration. The patient developed cardiac tamponade/pea arrest requiring a sternotomy and resuscitation with blood products. The ivc/ra repaired, and the evoque was successfully completed without bypass. The patient was admitted to the ICU for post-op management and was doing better after deployment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The complaint for implant damages leaflets over time was not confirmed, and no alleged device nonconformities were confirmed via the imaging evaluation. After an internal review of multiple core lab reports of sequential echocardiograms, and after reviewing the imaging of the pascal index procedure, the allegation of progression of tr and the allegation of leaflet perforation was unable to be confirmed. In the most recent 6 month follow up tte, core lab read the residual tr as of moderate severity and reported no evidence of leaflet perforation.